Manufacturer narrative:
The reported event of difficulty untightening both setscrews to remove the leads was confirmed. Analysis revealed that calcified blood was filling the ventricular setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench stripped the portions of the inset it came in contact with. The use of other tools managed to engage enough of the stripped inset to untighten the setscrew. The blood came through holes punched through the septum by the torque wrench at time of implant. Analysis of the atrial setscrew found the user of the wrench was had difficulty aligning the wrench so that it would drop into the setscrew inset to engage and untighten the setscrew. This setscrew was normal with no calcified blood filling it.

Event description:
During device explant due to normal battery depletion, it was reported there was difficulty disconnecting the right ventricular lead and right atrial leads from the device header, leading to a prolonged procedure time. A different hex wrench was used to successfully disconnect the leads and to resolve the event. The patient was stable following the procedure and there were no adverse consequences.